Event description:
The manufacturer received information on (B)(4) 2014 alleging a compact invacare compressor had a damaged power cord. No information regarding the extent of the damage was made available. There was no reported harm or injury. The unit has not been returned. (B)(4).

Manufacturer narrative:
Invacare confirmed that the device will not be returned to the manufacturer for investigation; therefore we are unable to determine if there is a risk for electrical shock. With the information provided. This investigation remains inconclusive. No further follow-up reporting will be provided for this issue unless new information becomes available.